Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The reported feedback suggests that there was an underinfusion. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Event description:
The reported feedback suggests that there was an under infusion.

Manufacturer narrative:
Visual inspection identified: ¿ pcu sn: (B)(6) - no damage or deficiencies. ¿ pump module sn: (B)(6) - no damage or deficiencies. ¿ pump module sn: (B)(6) - right iui pins damaged / corroded (see appendix 1) and screw missing from membrane frame (see appendix 2). ¿ pump module sn: (B)(6) - screw missing from membrane frame (see appendix 3). ¿ pump module sn: (B)(6) - front case damaged / cracked status indicator (see appendix 4). A review of the pcu event log identified only one infusion infusing at 500.0ml/h with a vtbi of 250.0ml/h and the following events were recorded on (B)(6) 2020 for pump module (B)(6) (see appendix 5): 09:02:24 infusion started at 500.0ml/h with a vtbi of 250.0ml (vi = 1327.86ml). 09:03:29 pump alarmed upstream occlusion and stopped the infusion (vi = 1336.62ml). 09:03:35 infusion restarted at 500.0ml/h. 09:18:09 pump alarmed upstream occlusion and stopped the infusion (vi = 1457.78ml). 09:18:11 infusion restarted at 500.0ml/h. 09:32:37 pump alarmed vtbi completed and kvo started (vi = 1577.88ml). 09:35:29 channel off (vi = 1577.97ml). The event log confirmed that a volume of 250.02ml (1577.88 minus 1327.86ml) was completed after 30 minutes and 14 seconds, and not after 30 minutes due to the 2 x upstream occlusions. As the pump was powered off following this infusion it is considered that the correct volume had been delivered. The pcu event log was later provided by the customer which contained entries between (B)(6) -2020 and (B)(6) -2020 14:28:04 and a review identified only one infusion infusing at 500.0ml/h with a vtbi of 250.0ml/h and the following events were recorded on 14-feb-2020 for pump module sn (B)(6) (see appendix 6): 07:42:58 infusion started at 250.0ml/h with a vtbi of 250.0ml (vi = 10712.2ml). 07:43:04 pump alarmed air-in-line and stopped the infusion (vi = 10712.5ml). 07:44:25 infusion restarted. 07:50:35 infusion started at 500.0ml/h with a remaining vtbi of 224.068ml (vi = 10738.1ml). 07:55:23 infusion started at 800.0ml/h with a remaining vtbi of 184.205ml (vi = 10778.0ml) 07:56:41 infusion started at 999.0ml/h with a remaining vtbi of 167.402ml (vi = 10794.8ml). 08:06:46 pump alarmed vtbi completed and kvo started (vi = 10962.2ml). The event log confirmed that a volume of 250.0ml (10962.2ml minus 10712.2ml) was infused when the pump alarmed vtbi completed, however due to the infusion rate having been changed to 800.0ml/h and 999.0ml/h at 07:55:23 and 07:56:41 respectively, the infusion was completed after 23 minutes. The device history record was reviewed at the manufacturing facility pcu - did not show any manufacturing issues during production build lvp (B)(6) - did not identify any manufacturing issues during production build lvp (B)(6) - did identify a manufacturing issue - failed pressure calibration lvp (B)(6) - did not identify any manufacturing issues during production build lvp 14749664- did identify a manufacturing issue - error 260-4130 - failed pressure calibration. Root cause: calibration / maintenance issue